Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly a suture in the pocket wound had broken open allowing bacteria to enter the wound causing the infection. The patient also experienced a fever and was put on antibiotics. There were no additional adverse effects reported. The rv lead was modified surgically and used externally for temporary pacing. The rv lead was later removed from service and a new system was implanted.